Event description:
It was reported by the funeral home that the patient died of natural causes; however, no further details were given. No additional relevant information has been received to date.

Event description:
It was reported by the physician the patient appears to have passed away according to the medical center's charts. It was reported the physician did not know how the patient died. An obituary search was performed and it was noted the patient passed away on (B)(6) 2013 in the (B)(6). No cause of death was given in the obituary. Attempts to obtain additional relevant information have been unsuccessful to date.